Event description:
Customer reportedly received the following results on 2 different aviva meters within 1 minute: 229 mg/dl and 112 mg/dl. The same vial of test strips was used for each test. No adverse event was reported. The alleged product was replaced and requested for evaluation.